Manufacturer narrative:
The manufacturer previously received information alleging an everflo oxygen concentrator's power cord was frayed and had evidence of exposed wires. There was no report of patient harm or injury. After the second attempt to have the device and components returned for evaluation, customer could not able to provide the information about device return. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Event description:
The manufacturer received information alleging an everflo oxygen concentrator's power cord was frayed and had evidence of exposed wires. The device has yet to be evaluated by a third party service center. A follow up report will be submitted when the manufacturer has completed the investigation.